Event description:
It was reported that a female patient underwent primary breast augmentation with two 450cc mentor memorygel breast implants. Post-operatively, the patient was diagnosed, via physical examination, with right breast capsular contracture (baker grade IV). The breast is hard and the implant is displaced. As a result, the patient underwent breast implant removal surgery on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 10, 2022, an analysis of the suspect medical device's photo was completed: investigation summary: upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
On october 3, 2022, mentor received additional information indicating that the patient's implants were replaced with the following devices: (right) 650cc mentor memorygel breast implant catalog: 3506504bc, lot: 9723180, sn: (B)(6) and (left) 650cc mentor memorygel breast implant catalog: 3506504bc, lot: 9718769, sn: (B)(6).